Event description:
Customer reported with an issue of bowden cable torn. The issue found during unknown event. No patient harm was reported. No user injury reported. Device evaluation found some of the wires that composes the forceps elevator wire are raised due to cut or fray. This report is being submitted for forceps elevator wire are raised due to cut or fray observed during device evaluation.

Manufacturer narrative:
The subject device was received and evaluated. The customer error description could be confirmed. Forceps elevator wire is frayed. Device inspection and evaluation, service repair noted the following findings: device inspection found some of the wires that composes the forceps elevator wire are cut or frayed . The k-pipe wire (forceps elevator wire) is damaged and frayed. Service noted the forceps elevator wire is damaged due to mechanical/chemical stress applied by repeated use for the long duration (handling issue). Furthermore, the following findings during device inspection were noted below: forceps raiser has no function due to k-wire was cut. Leak on insertion part distal end. Jet channel perforated. Light guide cover lens chipped. A-rubber glue chipped. Connecting tube coating peeled off, wrinkled. Scope cover painting peeled off. Control unit guide pipe loose. Play in angulation (low specifications). Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 03-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the cause of the event is likely due to the k-wire strand was cut due to fatigue breakdown by repeated operation of forceps elevator. Moreover, k-wire frayed and raised by repeated brushing around forceps elevator and attachment/detachment of distal cover. The event can be detected/prevented by following the instructions for use (IFU) which state: ·the elevator wire at the distal end is damaged (broken, frayed, or bent), the damaged elevator wire may cause injury or pose an infection control risk when detaching of the distal cover or cleaning the endoscope. In this case, carefully detach the distal cover and perform cleaning. ·preparation and inspection - attaching the distal cover - when attaching the distal cover, make sure to confirm that the portion of the elevator wire at the distal end is not broken, frayed, or bent. Otherwise, the broken elevator wire may cause injury. Also, if the broken elevator wire is deformed, it may compromise patient, operator, or other medical personnel safety. ·cleaning, disinfection and sterilization procedures - brushing around the forceps elevator and instrument channel outlet - using a stiff brush or excessive force when brushing may scratch the distal end and result in water leakage; cause the elevator wire to come off the distal end, bend or kink the elevator wire so that the forceps elevator will no longer work. ·preparation and inspection - attaching the distal cover olympus will continue to monitor field performance for this device.